Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
On 2017-03-16 (B)(4): information was received from a healthcare professional regarding a patient receiving fentanyl 2000m cg/ml for a total dose of 381.9mcg/day via an implantable pump for non-malignant pain, other chronic/intract pain (trunk/limbs), and other non-malignant pain. It was reported on 2017-mar-16, there was a telemetry problem with the 8840. It was stated healthcare professional (hcp) thought he was just interrogating the pump, but as it turns out hcp was updating the pump and mid way thru the programmer turned off. It was stated hcp turned the programmer back on and re-interrogated the pump and it was stopped for a couple of hours and the refill interval was months out. The battery status for the programmer was 1/2 full. It was noted to have the hcp replace the programmer batteries. It was discussed with the hcp it was because the pump was stopped. Pump status and logs were checked and the "pump never got to pump restarted" due to restart command. It was discussed this was due to interruption in telemetry. Hcp corrected the programming and the refill date was accurate. It was noted that the issue was resolved. No symptoms were reported. No further complications were reported/anticipated.